Manufacturer narrative:
The device has not been returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once an investigation is completed and a supplemental report will be submitted. Manufacturer internal reference number: comp-(B)(4).

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 71-year-old female patient presented to his office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #19. It was reported that the implant was not placed after immediate extraction and was not immediately loaded. The patient presented with the issue at the second-stage surgery. During the examination, the doctor discovered that the implant had failed to osseointegrate and was removed on (B)(6) 2026 without the use of any instruments. The implant was not replaced. The patient exhibited symptoms of dehiscence. The prosthesis was a single-tooth prosthesis, and the opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type ii bone quality and fair oral hygiene. No abnormalities with the implant or the packaging were reported.